Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the powerseal failed to seal. The issue was found during a therapeutic laparoscopic hysterectomy and was completed using a similar device. There were no report of patient harm.